Manufacturer narrative:
The ufr was almost the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not be reached - the given phone number turned out as invalid. Dräger managed to reach a biomedical engineer in the hospital who had no knowledge of this case; he expressed the suspect that the ufr content may be incorrect regarding the clinical signs. Dräger has received other reports from the same user facility in the particular time frame in which the combination of all reported aspects would suggest that the submitter of the ufr described potential consequences of the malfunction from his/her perspective to justify the issuing of reports instead of real patient consequences. It was stated in the ufr that the device-internal power supply unit was found defective and had to be replaced. Dräger concludes the following: the device is equipped with an internal battery to cover mains power losses at least for a certain time. Under specific circumstances or additional contributing factors, it is however plausible that a malfunction in the power supply leads to a complete shut-down. For example, if the device was put into operation with a completely worn internal battery, the latter cannot supply the device with energy anymore. A power supply malfunction can have its triggering condition also in the energy input (infrastructure) and is not necessarily related to durability of electronic parts. The device is equipped with a suppressor diode to protect the other electronic components from overvoltage ¿ a transient voltage spike in the hospital¿s power supply network would lead to damage of this part, comparable with the blowing of a fuse. If the energy supply is cut off, the device will generate an acoustical alarm for at least 2 minutes which is buffered by an independent power source (gold cap capacitor). This has obviously worked as intended since the ufr mentioned a timely operator response to the device malfunction. Further conclusions cannot be derived from the available information.

Event description:
Dräger has received an ufr stating the following: "on (B)(6), the ventilator suddenly shut down during use, causing the patient to suffocate. The nursing staff promptly contacted the device department for assistance, and an engineer arrived on-site to perform repairs." There was no detail in the report which would reasonably suggest that health consequences may have occurred or that medical intervention was required to prevent from these.